Manufacturer narrative:
Batch review performed on 29 january 2021: lot 1112087aa: (B)(4) item manufactured and released on 15-sept-2015. No anomalies found related to the problem. To date, no other similar events have been reported since 2017.

Event description:
During the amis surgery, at hip reduction phase the patient tibia and fibula fractured. The surgeon fixed the fracture and finished the surgery. The patient (female,(B)(6)) was osteophorotic and had an intestine tumor (under chemi treatment).